Event description:
The hcp reported there was something wrong with the gauze and it somehow ripped away and made the patient's back bleed when they touched it. If you have any questions regarding this letter for manufacturer notification, please do not hesitate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).